Event description:
It was reported that the patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown and the patient was not hospitalized for this event. Treatment for this event was not reported. The patient recovered and was retrained on proper procedures. Dianeal therapy was ongoing. The nurse was unable to provide any further information. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12h09042. An exception was noted for the batch but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. A batch review was conducted for potentially associated lot number: h12i20104. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.